Manufacturer narrative:
(B)(4). The condition of failure code 712:00 was confirmed through evaluation. This condition is due to a pinched communication harness. The communication harness was reconnected to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 712:00 which was found to have interrupted delivery on channel a on (B)(6) 2011. The device was in use for 2 seconds. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.